Event description:
Additional information was received indicating that there was no patient involvement. The product problem was observed during testing.

Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 2645.

Manufacturer narrative:
Other, other text: returned device was received in excellent physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the issue was unable to be replicated. No issues were found with the returned pump. The occlusion sensors will be replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that device alarms cassette not properly attached. No adverse effects reported.